Manufacturer narrative:
Follow-up to correct the product information.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 according to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 sn (B)(6) was brought close to the MRI. The screen then went blank, but the backlight continued to work. Display of red alarm + sound. The doctor checked the patient's condition and ventilation, everything was fine. Ventilation was not interrupted nothing could be changed on the ventilator because of the screen. The patient was taken back to his room on a stationary ventilator (non-hamilton). As an immediate action, customer removed the batteries and put the mr1 aside to switch it off. Esm board was replaced. According to the preliminary analysis performed, this malfunction could be related to magnetic field is too high an can damage electronic components of the mr1. Tesla spy board react following specification. Accordingly, the following correction may be considered: - perform a full service test to be sure that no hardware damage had happen. - if a test fails perform the related troubleshooting by checking\replacing affected components or assemblies. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on apr 07th, 2024. According to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 (sn (B)(6)) was brought close to the MRI. The screen then went blank, but the backlight continued to work. Display of red alarm + sound. The doctor checked the patient's condition and ventilation, everything was fine. Ventilation was not interrupted nothing could be changed on the ventilator because of the screen. The patient was taken back to his room on a stationary ventilator (non-hamilton). As an immediate action, customer removed the batteries and put the mr1 aside to switch it off. Esm board was replaced. According to the preliminary analysis performed, this malfunction could be related to magnetic field is too high an can damage electronic components of the mr1. Tesla spy board react following specification. Accordingly, the following correction may be considered: - perform a full-service test to be sure that no hardware damage had happen. - if a test fails perform the related troubleshooting by checking\replacing affected components or assemblies. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - correct the product information. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following has been reported to hamilton medical ag on apr 07th 2024. According to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 (sn (B)(6)) was brought close to the MRI. The screen then went blank, but the backlight continued to work. Display of red alarm + sound. The doctor checked the patient's condition and ventilation, everything was fine. Ventilation was not interrupted nothing could be changed on the ventilator because of the screen. The patient was taken back to his room on a stationary ventilator (non-hamilton). As an immediate action, customer removed the batteries and put the mr1 aside to switch it off. Esm board was replaced. According to the preliminary analysis performed, this malfunction could be related to magnetic field is too high an can damage electronic components of the mr1. Tesla spy board react following specification. Accordingly, the following correction may be considered: perform a full service test to be sure that no hardware damage had happen. If a test fails perform the related troubleshooting by checking\replacing affected components or assemblies. As per available information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
------------------------------------------------------------------------------------------ Hamilton medical ag complaint number: (B)(4). Follow-up 1 - correct the product information hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. A detailed investigation was performed by an expert from the technical service: based on the log files, the occurrence of the described failure description was confirmed for the reported date of event 06.04.2024. The proximity of the ventilator hamilton-mr1 to the MRI's magnetic field was too close, triggering yellow and red alarms, recorded in the teslaspy log. At the same time and for the same reason, the device warned with a medium priority message "move away from the MRI scanner". The hamilton-mr1 tesla spy board reacted according to specifications and warned against magnetic field strength that may damage electronic components of the hamilton-mr1. The root cause for this event was determined to be that the hamilton-mr1 sn (B)(6) was brought too close to the MRI. When the magnetic field is too high, it can damage electronic components of the hamilton-mr1. Therefore, the tesla spy board reacted following its specifications with a red alarm and sound. Final reportability assessment: it was found that the device was brought too close to the MRI scanner and alarms were ignored by the user. The device continued to ventilate the patient. The device screen went blank at the end. The scheduled patient's examination (MRI) was conducted as intended. The patient was then brought back to his room after the MRI and as expected was changed to the normal ventilator (hamilton-mr1 is only used for the investigation in the MRI environment). There was no impact for the patient. The device was after the event put on side and was rechecked at a later stage by the hamilton medical service technician. We therefore consider the case as no longer reportable.

Event description:
The following has been reported to hamilton medical ag on apr 07th 2024. According to the reporter, on (B)(6) 2024, during ventilation, a hamilton mr1 (sn (B)(6) was brought close to the MRI. The screen then went blank, but the backlight continued to work. Display of red alarm + sound. The doctor checked the patient's condition and ventilation, everything was fine. Ventilation was not interrupted nothing could be changed on the ventilator because of the screen. The patient was taken back to his room on a stationary ventilator (non-hamilton). As an immediate action, customer removed the batteries and put the mr1 aside to switch it off. Esm board was replaced. According to the preliminary analysis performed, this malfunction could be related to magnetic field is too high an can damage electronic components of the mr1. Tesla spy board react following specification. Accordingly, the following correction may be considered: perform a full-service test to be sure that no hardware damage had happen. If a test fails perform the related troubleshooting by checking\replacing affected components or assemblies. As per avaialble information there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.